Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-14076. Related manufacturer reference number: 2017865-2019-14079. It was reported that the patient presented for initial implant on (B)(6) 2018. The patient had an right ventricular lead perforation and lead was repositioned 4 days after the implant. Since then the patient has experienced ongoing pain. The (B)(6) 2019, the pacemaker, right ventricular lead, and atrial lead were explanted due to the chronic complaints of pain in the pocket area and pericardial discomfort. Patient was stable post procedure.